Manufacturer narrative:
The catheter was pt and passed leak testing. The conditions of the report could not be duplicated by laboratory personnel. It is unk what caused the reported event. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that fluid would not flow smoothly.